Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report.a follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the depth guard of dermatome doesn't protect the skin and allow for the correct thickness graft to be harvested. Additionally, two times a full thickness laceration had been harvested by mistake and had to be sutured.additional information received on jun 6,2016 stated that the event occurred during surgery and there was a 16-30 minute delay. The surgery was completed with an alternate device.

Manufacturer narrative:
Product complaint evaluation - investigation / results. Initial product condition/visual examination: on may 17, 2016 it was reported that the depth guard of the dermatome does not protect the skin and allow for the correct thickness graft to be harvested. Additionally, two times a full thickness laceration had been harvested by mistake and had to be sutured. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial quality assurance inspection of the air dermatome on may 26, 2016 revealed that all four width plates were worn and the depth bar had visible nicks.

Manufacturer narrative:
It was initially reported on (B)(6) 2016 that the depth guard (control bar) of the dermatome didn't protect the skin and allow for the correct thickness graft to be harvested. Two lacerations were caused to the patient that required sutures. Additional clarification was obtained in which the event was noted during surgery and surgery was extended between 16-30 minutes. Surgery was completed with an alternative device. The customer returned an air dermatome, serial number (B)(4), as well as a hose and width plates for evaluation. The device, manufactured on 20 september, 2002, is over 14 years old and was previously returned to zimmer biomet surgical for prior service one time since the inception of sap in (B)(6) 2011. The previous repair was for air not driving the dermatome on (B)(6) 2013 and was unrelated as it took place over a year prior to the current repair. On (B)(6) 2016, initial quality evaluation revealed nicks throughout the housing. The leading edge of the control bar has two nicks on it. All four width plates are excessively worn with nicks and scratches. The thickness lever operated as intended. The swivel rotates 360 degrees, has two engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within the motor speed specifications. The device was tested with the customer hose and the motor operated within the motor speed specifications. Prior to repair, the device was noted to be outside calibration at all thickness settings outside of the 0.030 inch setting. The device was running within motor speed specifications. On (B)(6) 2016, the repair included replacement of the standard repair parts, damaged width plates, control bar, calibration shaft, eccentric shaft, and neck. The device was repaired, tested, and inspected. The customer's reported event of the graft made by the device being too thick was confirmed as it can be reasonably assumed that the condition of the control bar led the reported event. As noted during there were two significant nicks to the control bar and the unit was outside calibration at three of the thickness settings. The nicks could point to a handling issue by the user. Therefore the root cause could not be specifically determined, but was most likely due to general handling damage by the user causing the control bar to move outside calibration. Recommended actions: no recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the full investigation was not completed at the time of this report. A request was sent regarding further information on the reported issue. On (B)(6) 2016, complaint follow up was suspended due to lack of customer response. On (B)(6) 2016, the customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. On (B)(6), 2016, initial quality evaluation revealed nicks throughout the housing. The leading edge of the control bar has two nicks on it. All four width plates are excessively worn with nicks and scratches. The thickness lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated and was within the motor speed specifications. The device was tested with the customer hose and the motor operated within the motor speed specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.